Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side ¿pain¿, ¿discreet peri-prosthetic effusion¿, and ¿thick peri-prosthetic capsule in places¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, red particles material was found on the shell and cloudy. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side ¿pain¿, ¿discreet peri-prosthetic effusion¿, and ¿thick peri-prosthetic capsule in places¿. The device has been explanted.